Event description:
Followng a ptca/stent proceudre, an angio-seal device was placed. The device blue bands did not line up (indicating that the anchor was not placed properly). The physician, however, proceeded to deploy the device. Hemostasis was not achieved. The physician administered protamine to reverse the patient's anticoagulation (dosage unknown). Manual pressure was applied for a duration of two hours, and hemostasis was achieved. The next day upon exam, the site was found to be in good condition, and the pt was ambulated without difficulty.